Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who received essure (ess205) for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure coils removed in 2010). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia and abdominal pain outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia and abdominal pain to be related to essure (ess205). Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Consumer underwent removal of essure coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") in an adult female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure coils removed in 2010). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia and abdominal pain outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic discomfort and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increasingly severe pain / chronic pelvic pain. Consumer underwent removal of essure coils. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.